Event description:
It was reported that pump declared cartridge change error and that customer experienced repeated difficulty loading cartridge over previous three months because o-ring became stuck on pneumatic tap, leading to high blood glucose reading displayed as ¿high¿ with specific value unknown. There was no additional information received regarding the overall outcome of the event beyond high blood glucose report. Customer delivered correction bolus using pump to address high blood glucose, did not need help from another healthcare provider, and was advised by technical support that o-ring belonged to cartridge, to clean pneumatic tap with alcohol wipe when issue occurred, and to call again if problem recurred, which customer acknowledged and planned to follow.